Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information that was provided by the user facility: patient information; product code/lot number & expiration date; device used with the reported device; device manufacturer date; provide the 510(k); retention sample evaluation; provide the di no. UDI - not required for the reported product code/lot number combination, however, the di portion was provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the user facility information and a retention sample of the involved product code/lot number combination. Visual inspection revealed no defects. The outer surface was inspected under magnification and revealed no anomalies. The state of the lumen was inspected at the hub and at the distal end under magnification and revealed no defects. The state of braided wire (stainless steel- made reinforcement) was inspected under magnification and revealed no defects. The outside and inside diameters were measured and confirmed to meet the specifications. The bending force was confirmed to meet manufacturer specifications. The tensile force was determined with the load measurement machine and confirmed to meet manufacturer specifications. A review of the device history record and the shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. The retention sample was confirmed to be the normal product. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual sample the exact cause cannot be definitively determined. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported additional information on march 28, 2017: the patient was discharged home; a radiofocus glidewire was in the glide cath at the time of the reported event.

Manufacturer narrative:
D4 - the product code and lot number was not reported, therefore the UDI number cannot not be provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to information received from the user facility. The production lot number and product code was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual sample the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [mw5067703.pdf] h3 other text : actual device not available

Event description:
Medwatch report number mw5067703 was received at the terumo medical corporation on (B)(6) 2017. The medwatch report stated the following information: during an aortogram and left lower extremity angiogram, upon removal of 4fr. Glidecath, it was observed that only a portion of the catheter came out and a segment was seen on imaging over the wire within the left external iliac artery. During the same procedure, an 8fr. Ansel sheath was telescoped over a 4x4mm balloon into the left common iliac artery and a 5fr. Envoy guide catheter with a 15fr. Gooseneck was used to snare the remaining portion of the glide catheter and the wire from the left common iliac artery intact.